Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced alternating hypoglycemia and hyperglycemia while using the ilet, with low glucose to 49 mg/dl and high glucose above 400 mg/dl, following physical activity, carbohydrate intake, and additional outside insulin injections; insulin delivery was resumed after the user changed supplies and transitioned to a replacement ilet, and the cause of the dysglycemia was unclear. Symptoms included nausea and vomiting. Outcomes included transient clinically significant low and high glucose requiring oral glucose and subcutaneous insulin as back-up therapy, without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause, as prior supplies were not analyzed and the user was uncertain about system connection during outside injections. It was concluded that the event involved both hypoglycemia and hyperglycemia of unclear etiology with restoration of therapy after supply change.